Event description:
It was observed that during the device evaluation, the insertion part, charge coupled device (ccd) unit of the bronchovideoscope exhibited grainy image and burn distal end c cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of burned distal end c cover is cause not established and insertion part, charge coupled device (ccd) unit having grainy image most probable cause is cause traced to component failure indicating expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.